Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of impedance anomaly was confirmed. The device was tested on the bench and in the automated test equipment system. No anomaly was detected and the device met all of the test specifications. The cause of the anomaly was not determined.

Event description:
It was reported that increased pacing lead impedance and increased capture threshold was noted. Lead fracture was suspected. The device was explanted and replaced.